Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203 - pulse test fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The cause of the test failure is fractured solder connections at the u901 (quad micro power op ammp) component. The root cause of the poor solder connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the defective u901 component. The last pt to use this monitor did not report any deficiencies.